Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr0482 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after passing the catheter into the patient, and when doing the test, it was noticed that it was punctured. No other information was provided.

Event description:
It was reported after passing the catheter into the patient, and when doing the test, it was noticed that it was punctured. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One video sample of a dual lumen powerpicc sv catheter was provided for evaluation. The catheter is shown within patient use. The catheter is being infused and a clear fluid is observed to leak out of the catheter near the interface with the molded winged hub. The characteristics of the damage on the catheter could not be clearly inspected from the video provided. Based on the information provided, possible contributing factors include tensile damage, material fatigue caused by repeated kinking of the catheter, and sharp instrument damage. Since a spraying leak was observed to be present in the catheter, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.